Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. However, implanting the device at an off-label location has been ruled out as potential causes. Additionally, not implanting the trial according to the IFU, the patient picking or touching the wound, and using inappropriate tools have been ruled out. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the incision site. Antibiotics were prescribed and the neurostimulator was pulled early on (B)(6) 2024. No further information was provided.